Event description:
Neck brace in place on admission. Redness to chin documented on admission, am of 1/17 wound care assessed as stage 2. On 1/21, rn identified neck brace has raised connection at the chin which is abnormal for neck brace. Provided patient with new neck brace with smooth connection and sequestered original brace for examination. FDA safety report ID # (B)(4).